Event description:
It was reported that the patient presented in the operating room for device upgrade. During dft testing the device did not deliver the expected shock to convert the rhythm. Patient was defibrillated externally. No sensing was also noted. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.